Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that customer was in emergency room and admitted to hospital due to diabetic ketoacidosis and high blood glucose level on (B)(6) 2021. Customer¿s blood glucose level was 473 mg/dl at the time of hospitalization. Customer was treated with insulin drip for high blood glucose. Customer stated that drive support cap appears normal. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was assisted with troubleshooting for high blood glucose. The device will not be returned for analysis.